Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Additional information: the device was serviced on-site by a field service technician. It was found that the battery was damaged. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.